Event description:
A 32mm +0 alumina ceramic head and alumina ceramic liner size f were removed. A 32 f 10 degree poly liner and 32 +2.5 lfit metal head were implanted. (B)(4) 2014: the sales rep confirmed that the patient complained of pain and a squeaking noise.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 32f alumina ceramic liner. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device retained by the hospital.